Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sept2019. Philips field service engineer (fse) performed troubleshooting to confirm the reported issue. Fse replaced sensor printed circuit board to resolve the issue. The unit passed performance assurance test successfully and is ready for patient use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported measured flow rates and tidal volume is out of tolerance. No patient involvement.